Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of postoperative nail breakage is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with tfna nail to treat the proximal femoral fractures (reverse oblique fracture) on (B)(6) 2016. The patient had been under follow-up due to nonunion post surgery. On (B)(6) 2017, re-operation was performed because the nail broke due to the patient¿s fall. The patient underwent re-operation to replace the broken nail with non-j&j implants while using the patient¿s autologous bone graft. The re-operation surgery was completed successfully without any surgical delay. The breakage was thought to be caused by insufficient reduction of the nail, and it was seen on the upside of bump-cut part of the nail. Patient outcome following surgery reported as okay. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) 9mm/125 deg ti cann tfna 300mm/right - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.037.920s, lot# h061977. Manufacturing location: (B)(4), manufacturing date: mar 24, 2016, expiry date: mar 31, 2026. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Inspection sheet for in process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection met specification. Sterility documentation was reviewed and determined to be conforming. Component parts reviewed: 04.037.912.2 - lock prong 125 degree, tfna bp-55 lot ¿ 9641589 ; 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921057 ; 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9983783 ; 21127 - raw material lot bp-80 lot ¿ 7906100. Raw material was received from metalwerks pmd, inc. Certificate of analysis received for titanium from metalwerks meet specification. Raw material receiving/putaway checklist met requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.